Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter in two (2) pieces. There was blood in the inflation lumen and balloon. The balloon was loosely folded and bunched-up on the distal end. Microscopic examination presented no other damage or irregularities to the balloon. Microscopic examination revealed that there was separation at the midshaft bond. The separated end of the midshaft appeared to be damaged, which indicates that the separation was due to tensile overload. Microscopic examination revealed numerous kinked throughout the hypotube of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the shaft fractured. The target lesion was located in the non tortuous ramus intermedius (riva). The physician was using an emerge 3.0x12 balloon catheter along with another unspecified balloon through a 6f guide catheter. When the emerge was being removed, the shaft broke. The second half of the emerge was pulled out on the guidewire. It was noted no resistance was felt. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the shaft fractured. The target lesion was located in the non tortuous ramus intermedius (riva). The physician was using an emerge 3.0x12 balloon catheter along with another unspecified balloon through a 6f guide catheter. When the emerge was being removed, the shaft broke. The second half of the emerge was pulled out on the guidewire. It was noted no resistance was felt. No patient complications were reported and the patient status was fine.